Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (low amplitude signal) was confirmed. As received, the belt failed the ECG fall of test. Upon evaluation, the cable connecting the distribution node (dn) and front therapy electrode (te) was cut between ECG electrodes a and b, damaging the +5v and -5v wires. The cause of the low amplitude signal is the cut cable and wires. The root cause of the cut cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing a low amplitude signal.